Event description:
The customer reported that the reusable menstrual disc got stuck two different times. The second time the customer went to the doctor to have it removed. Customer states the doctor had to cut the disc to remove it. Product was in place for 24 hours before removal. Tools were used for removal and the customer reported pain. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.